Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that when the generator turned on, error 433 appeared on the screen. The issue occurred during inspection of the device for use before patient in a room. There were no reports of patient harm

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d9, e1, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation, the complaint was confirmed due to a due to faulty generator board. The most probable cause of the complaint is traced to an expected or random component failure without any design or manufacturing issue. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.